Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from the consumer reporting that the incident was not recent and had occurred in 1993. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). The patient mentioned that with their first implant, if they went under high wires, the frequency of the ins would change. The event date was asked but was unknown, but the patient stated it was in the 90¿s when the spinal cord stimulator was first implanted. No further complications were reported/anticipated.